Manufacturer narrative:
Additional information: a surgery recording in dvd was returned. The dvd evaluation was performed. During lens implantation a circular depression in the lens surface was observed. Per specifications for visual inspection of soft acrylic intraocular lens, a circular depression in the lens surface is considered a ¿dimple¿(dim) defect. Lenses which show a dim outside the 3mm zone of the optics is acceptable. More dim outside the 3mm zone of the optics are acceptable depending on the overall cosmetic appearance. To inspect dim defects, as acceptable or unacceptable, the use of microscope at 10x with a reticle (for reference measurements) is required. The lens was not returned to perform measurement evaluation. The reported issue could not be confirmed through the dvd provided. No product deficiency could be identified. Corrected data: in review, it was noted that the 'section e1, establishment name' was not populated in the initial emdr report; therefore, the information has been added to this supplemental emdr report. The following field was updated accordingly: section e1: establishment name: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Information unknown/not provided. Date of event: unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted (B)(6). PMA/(510k) number: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an uneven pattern was observed in the center of an intraocular lens (iol) after implantation. There were no problems with the visual acuity of the patient a week after the surgery. The patient is currently under observation. There was no patient injury reported. No further information was provided.